Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled(had vacuum issues) and exhibited gel smearing during collection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-oct-2025 investigation summary bd received 10 samples , 2 photos, and 1 video for investigation. The photos and videos were reviewed and the indicated failure mode for gel smearing and underfill was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were visually inspected for gel issues. There were no non-conformities observed as all tubes inspected passed. Furthermore, 5 of the returned samples were functionally tested for draw volume and all tubes tested were within specification requirements. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing and underfill based on the photos and video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled(had vacuum issues) and exhibited gel smearing during collection. There was no health impact or consequences reported.